Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1e6tn, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the leads were intact. The programmer had to be reset to resolve the event, and it was reset on (B)(6) 2017.. It was unknown why the programmer had to be reset. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had an error message that stated ¿nothing connected, make sure all connections are secure¿. The patient thought the leads had come out because of the settings. The patient wanted to wait for their healthcare provider visit to have the controller issue resolved, and noted they felt stimulation when they made certain movements. It was noted that the trial began on (B)(6) 2017. No patient symptoms were reported. No further complications were reported.